Event description:
The customer reported the delivery summary and bolus history were displaying different total bolus values. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.